Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional percutaneous transluminal angioplasty (pta) procedure. Reportedly, the closure procedure had gone well up to the point of device deployment. The device could not be removed from the patient. The safety release mechanism was attempted to be used, but did not work. The device was surgically removed from the patient. Upon device removal, some subcutaneous tissue was found attached to the end of the starclose se device. The device had not deployed and the starclose clip was found in the device. There was no vessel damage found that was caused by the starclose se device. There was no reported adverse patient sequela. There was a reported clinically significant delay of approximately 45 minutes for the surgical removal of the starclose se device and for closure of the access site. The physician is reported to be in-training in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of difficulty to remove and clip caught in the distal end of the device were confirmed. The retraction problem with the safety release mechanism could not be confirmed as the thumb advancer was not completely retracted. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.